Event description:
It was reported the rate was low at 40bpm. Patient does not have an intrinsic rate. The device was removed. No patient complications were reported as a result of this event.

Event description:
It was reported the rate was low at 40bpm. Patient does not have an intrinsic rate. The device was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device was programmed vvi 50 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured open on (B)(6) 2010 which is the same as the explant date of (B)(6) 2010. Analysis of the memory dump indicated that the wire bond lifts occurred after explant.